Event description:
It was reported that there was muscle stimulation and high thresholds. The lead was replaced. The device was reported almost at eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit; the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid present on the proximal conductor. The outer insulation was found melted. Cosmetic environmental stress cracking found on the outer insulation. Apparent explant damage.